Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Although part number is unknown, the instructions for use (IFU) for prostyle will be used. The patient effects of hemorrhage and death are listed in the prostyle IFU, as potential adverse events associated with use of the suture mediated closure devices. A medical review of the event was performed. This was a case to close an unknown femoral artery in a patient whose medical history, age, and weight are also unknown. The patient was having a structural heart procedure (tavr) procedure performed. After the procedure, the unknown perclose vessel closure device (vcd) reportedly failed, requiring a vascular cutdown to be performed for unknown reasons. It was noted that the patient¿s tissue was ¿friable,¿ most likely meaning that their vessels were thin and easy to tear, dissect, or perforate. Two days post-procedure, the patient reportedly expired due to blood loss. Due to the limited information provided, it cannot be definitively stated that the unknown perclose vcd was a direct nor indirect cause of this patient¿s blood loss and death. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment MDR report #: mw5146893.

Event description:
User facility medwatch report received which states: [event description: as reported by the edwards field clinical specialist, after successful implant of a sapien 3 valve in the aortic position, a perclose failure occurred requiring vascular cutdown. Approximately 2 days post tavr, the patient expired due to blood loss. Of note, per report, the patient's tissue was friable. There was no allegation of any edwards device that caused the event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).] No additional information was provided.